Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg repeatedly lost communication with multiple clinician programmers. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of the ipg ¿cp to ipg communication lost repeatedly¿ was confirmed during analysis. The root cause of the observation was due to the bluetooth (ble) antenna electrical contacts not being seated into the hybrid plug p2. A review of the programmer logs returned from the field did identify issues with communication between the ipg and the programmer. The logs showed the ble link was dropped when the receiver signal strength approached -95dbm. Electrical testing of the ipg power output using a signal analysis found the advertising power output was degraded. The bluetooth ble output degradation was confirmed after opening the ipg casing and performing a visual inspection of the ble connection to the device hybrid pcb. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed with the tester bluetooth dongle within 1ft of the returned device. As a result of this finding a CAPA has been opened for further investigation.